Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available

Event description:
It was reported that the device had a constant occlusion alarm when there was no occlusion. It was also noted that the software and hardware updates were required. There was no patient involvement and no patient harm/adverse events reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Scratches on the lens was found in the visual inspection. The customer¿s reported problem, constantly occlusion when there is no occlusion, was confirmed by functional test. The cause is the dso sensor. Replaced the dso sensor to correct the problem. Pump passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.